Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest recorded blood glucose of 274 mg/dl for approximately two hours while the cgm sensor failed to connect to the ilet despite attempts to pair and restart, after which a new sensor was attempted and pairing was later confirmed successful. Symptoms included none reported. Outcomes included no outside assistance and no medical intervention. Investigation included guided troubleshooting, sensor code re-entry, ilet restart, and replacement sensor pairing education. Investigation of this case revealed a transient cgm connectivity issue of unclear origin that resolved after sensor replacement, with device alerts functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the hyperglycemia to a device malfunction rather than sensor connectivity issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.